Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) with atrial fibrillation with a rapid ventricular rate (rvr) of 150 seconds. They were admitted for further monitoring. Oral amiodarone was increased to 400 mg twice a day and a 500 cc bolus of normal saline (ns) was given. Amiodarone drip was started on (B)(6) 2018 and was discontinued on (B)(6) 2018. The patient persisted to have atrial fibrillation and diltiazem was initiated. On (B)(6) 2018, it was noted that the patient was discharged the following day on (B)(6) 2018 with their heart rate controlled.

Manufacturer narrative:
Main investigation conclusion a direct correlation between (B)(6) and the reported cardiac arrhythmia could not conclusively be determined through this evaluation. It was reported that the patient presented to the emergency department with atrial fibrillation (afib) with rapid ventricular response (rvr) and was admitted for further monitoring. The patient was given oral amiodarone and a bolus of normal saline (ns). The patient persisted to have afib and diltiazem was initiated. On (B)(6) 2018, it was noted that the patient was discharged the following day on (B)(6) 2018 with their heart rate controlled. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The hmii instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Heartmate ii lvas IFU, rev. C, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 01jul2015. No further information was provided. The manufacturer is closing the file on this event.